Manufacturer narrative:
This report is for an unknown screws: 1.5 mm headless compression/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient returned to office for a follow-up visit for an elbow open reduction internal fixation (orif). During the orif procedure the surgeon was aware of the complex fracture pattern of the radial head and the possibility that the procedure would not work. A fragment of bone had malreduced. The devices are intact. The surgeon used headless screws for fixation. It is unknown if there was a surgical delay. The procedure outcome was unknown. Patient consequence malreduction. Concomitant devices reported: screws: 1.5 mm headless compression (part number unknown, lot unknown, quantity 2). This report involves one (1) unknown screws: 1.5 mm headless compression. This is report 2 of 3 for (B)(4).